Manufacturer narrative:
Please disregard the MFR report # 0002249697-2014-01236, upon further received information it was confirmed that the reported event does not involve stryker component(s).

Event description:
It was reported that after patients' initial surgery he experienced pain, his knee was non-weight bearing and went to therapy. Patient had a revision on (B)(6) 2007.

Event description:
It was reported that after patients' initial surgery he experienced pain, his knee was non-weight bearing and went to therapy. Patient had a revision on (B)(6) 2007.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown styker right knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.